Manufacturer narrative:
Concomitant product: (3) bd 30 ml syringe. The customer¿s report of a module alarming "channel disconnected" was not confirmed; however a review of the logs and test results indicate the reported incident was related to a channel error 240.4150 on the pump module. Physical inspection noted a hair line crack on the bezel lower left hinge shroud. White dried residue was found on the platen and outer areas of the air in line assembly. Yellow dried fluid ingress was noted on the bottom region, behind the membrane frame. Review of the pcu event and error log confirmed that 2 channel malfunctions 240.4150.0 (pressure sensor broken high failure) occurred on (B)(6) 2016, at 7:50pm and 7:52pm. A review of the logs did not show any channel disconnected alarms. At 7:48pm on (B)(6) 2016 prior to the malfunctions the device was infusing guardrails IV fluids at 16ml/hr. During the channel errors, the infusion was interrupted and stopped; however all infusions on the concomitant modules continued without interruption. Test results indicated the bottle side pressure sensor was malfunctioning, believed to be a result of an intermittent failure with the internal sensor circuit. The root cause of the customer¿s report of a module alarming "channel disconnected" was not determined. It is believed the event was actually a channel malfunction (channel error 240.4150) related to an intermittent circuit failure.

Event description:
The customer reported that tpn was infusing on an ICU patient via an unspecified module and the device alarmed for "channel disconnected." Alprostadil, lipids and heparin/ns were infusing on the same system; there is no report of those infusions being affected. The customer states that there was no effect on the patient from this event.